Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical inc., (isi) for evaluation. Failure analysis investigation found that the arm failed the in-house slow sweep test. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the slow sweep test. Although this was found during in-house testing and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During internal failure analysis investigation, the patient side manipulator (psm) arm failed the slow sweep test. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event. The psm is an instrument located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.